Manufacturer narrative:
This is the same event as 3010536692-2016-00688.

Event description:
Allegedly, patient suffering from mom complications. Allegedly the patient was revised due to the following mom complications: pain; elevated levels of cobalt chromium metals in the blood; synovial reaction. (Right).